Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 5.1 had issues with cubies d1 and d5, which were non-functional, and cubies in row c were not shown in the storage space. A field service engineer reseated the row board connectors for main drawer 5(1&2). Subsequently, the pharmacy technician recovered d1 and d5 (cubies weren't there) and c5 was shown as c250. In hta, the technician opened the pop lid to access the medications and released the cubie. The pharmacy technician then recovered and unloaded the c250, reseated the cubie in the storage space, and ensured it was correctly positioned. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system 9e experienced multiple cubies failed to release due to drawer 5.1 was not detected on the communication bus. This incident did not result in any delays to patient care, since the customer was able to utilize other pyxis systems to locate the necessary medications for patients. There were no adverse events or injuries reported based on this event.